Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Account can not always stop rf delivery during ablation, very intermittent. Unable to stop ablation before the timer is up with the console button or the footswitch.

Manufacturer narrative:
The procedure was successfully completed with these devices. There was no patient complications reported. The maestro controller and the footswitch are expected to be returned. An evaluation of these devices will be performed and follow-up report will be submitted. Devices not yet received.

Event description:
It was further reported that atrial flutter ablation was performed in the right atrium using an 8fr 10mm blazer ablation catheter. When the radio frequency during ablation became intermittent, the physician turned the maestro 3000 cardiac ablation control system off and back on again, and disconnected the ablation cable and reconnected it. No issues were noted with the blazer ii. The procedure was completed with the same blazer ii catheter and maestro 3000 cardiac ablation control system. No patient complications were reported.